Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported the patient's left hip was revised due to loosening of the femoral stem. Intra-operatively, liner wear was noted. The stem with integrated femoral head and liner were revised.

Manufacturer narrative:
Reported event. An event regarding loosening involving an other hip stem was reported. The event was not confirmed . Method & results: product evaluation and results: no product was returned for evaluation however photographs were provided. The photograph show a recently explanted stem with integrated head and liner. Blood is visible on the liner as well as a screw which most likely was used to remove the liner. Damage consistent with explantation damage and wear is visible on the liner. The stem appears unremarkable. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event could not be confirmed as insufficient information was provided. Further information such as pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported the patient's left hip was revised due to loosening of the femoral stem. Intra-operatively, liner wear was noted. The stem with integrated femoral head and liner were revised.